Event description:
Prior to deployment of the contralateral iliac leg graft, length measurements taken determined the leg graft was too long to prevent internal iliac artery occlusion. Physician elected to deploy the leg graft a full one and a half stent body above the bifurcation of the main body graft. To compensate for the high placement, a planned use of an iliac leg extension to offset and balance the contralateral leg was determined necessary. After deployment of the two leg grafts and iliac extension, viewing of the post angiogram detected a distal type I endoleak on the ipsileteral side and a kink in the contralateral limb near the bifurcation of the main body. Due to the available spacing from the distal end of the ipsilateral leg graft to the right hypogastric an iliac log graft of a larger diameter was telescoped up inside the initial ipsilateral iliac leg graft, landing just proximal to the origin of the right hypogastric artery. To eliminate the kink in the contralateral limb, another MFR's stent was deployed within the limb at the site of the noted kink to increase the radial force within the graft against the acute bend in the vessel. Noting an improved flow through the graft. Future complications resulting from the kink developing into a more severe impingement on the graft lumen is believed to have been averted. Completion angiogram noted good flow through the graft, with no endoleak presence.